Event description:
Healthcare professional later reported a small amount of brownish dark red type of fluid within the pocket or capsule that was aspirated. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. Additional observations: ¿ observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/09/2024.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade ii/iii, a right-side implant removal from texture to smooth due to the concerns of the product and pain. Healthcare professional later reported "small amount of fluid. Also aspirated and this was little less dark" and "malposition". Device was explanted.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade ii/iii. A right side implant removal from texture to smooth, due to the concerns of the product and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.3.

Event description:
Healthcare professional reported a right side capsular contracture baker grade ii/iii , a right side implant removal from texture to smooth due to the concerns of the product and pain. Device remains implanted.